Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The review of the production history revealed that the pedicle screw was manufactured according to the specifications. Unfortunately the exact cause of failure could not be determined. We can only assume that high lateral stress led to an overload situation and finally to the breakage. No issues during the manufacture that would have contributed to this complaint condition were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported by the sales consultant that: during screw insertion, the prime lock (threaded tip) of the holding sleeve broke and the piece of holding sleeve remains stuck in the screw. This is 2 of 2 reports for this event.